Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 30, 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The reporter claimed that the meter began testing in settings mode at an unknown time on (B)(6) 2016. The patient does not administer medication to manage his diabetes. The reporter indicated that following the start of the alleged issue, the patient had followed his usual diabetes management routine. The reporter denied that the patient had developed any symptoms as a result of the issue with the meter; however, she reported that the patient went to the emergency room (ER) where the hospital ¿may have provided glucose to the patient¿. The reporter also claimed that at an unknown time on (B)(6) 2016, a blood glucose result of ¿205 mg/dl¿ was obtained on the ER/hospital meter. During troubleshooting, the cca noted that the patient had not been using the meter for the first time. The cca educated the patient on the correct testing procedure and walked him through a test. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient may have received treatment from an hcp of that given for severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
The meter has been passed for further investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.